Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad. App roximately 3 weeks post index procedure the patient suffered a mi. The mi was unrelated to the target vessel. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (myocardial infarction).

Event description:
The clinical events committee (cec) have adjudicated this event and deemed that it is unknown if the reported mi was related to the target vessel.